Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the low impedance was observed on the lv lead. The patient was brought into clinic where impedance values were re-measured and was unable to reproduce the lower measurements with lead testing and noted there have been no issues with capture or sensing. The patient will continue to be monitored. Patient had no symptoms reported.